Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0446 showed 14 other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from two facilities in china.

Event description:
The catheter was leaked at the fixed wing and connection site after used about 3-7 days. It was stated this issue has occurred 7 times on the products with the same lot# during these days. No further event details available. This report addresses the seventh device.